Event description:
The clinician reports that the day the implant was placed in ada 23, failure occurred upon insertion. Details of surgery: primary stability not achieved. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: fistula. No further patient complications were reported.